Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion set was leaking with multiple headsets from the same box. The patient experienced elevated blood glucose levels. No adverse event was reported. The used devices were discarded.